Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for analysis. The reported failure to deploy the suture (suture came out while advancing the knot) could not be replicated in a testing environment as it was based on operational circumstances. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted using a proglide device via a 6f sheath after a peripheral coronary interventional (pci) procedure of a chronic total occlusion of the left anterior descending artery (lad). Reportedly, after deployment, while advancing the knot with the knot pusher, the suture came out of the anatomy. Manual arterial compression was applied and a femostop device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure. No additional information was provided.